Event description:
A logistics process/procedure issue was discovered following the receipt of a reported fault alarm for freedom driver s/n (B)(6) while supporting a patient in serbia. According to (B)(4), freedom driver s/n (B)(6) was removed from a.o.r.n dei colli monaldi patient 15-ve on (B)(6) 2022 due to a fault alarm and a request was issued for the driver to be returned to the manufacturer, syncardia, from vega spa, the italian product distributor, for evaluation. The next documented record shows the driver shipped from the european distribution warehouse in germany to serbia and was placed on patient 22-gs (3262) as their primary driver on (B)(6) 2023. The shipping error was discovered after receiving the report of a fault alarm with freedom driver s/n (B)(6) while it was supporting the patient in serbia. A separate MDR report has been submitted for the reported fault alarm. For this MDR, an investigation will be completed to determine the cause for the shipping error and follow-up mdrs will be submitted for both reports. No adverse patient impact was reported for either patient.